Manufacturer narrative:
A lot number was not provided; therefore a manufacturing review is not possible. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." As reported, the patient has been evaluated by multiple physicians, which have been unable to identify a cause for his reported symptoms and is not seeking any medical treatment at this time. Based on the information provided to date, no conclusion can be made as to the degree to which the bard device, may be causing or contributing the patient¿s reported symptoms. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol: on (B)(6) 2012 - the patient was diagnosed with a right inguinal hernia and underwent repair with the implant of a bard perfix plug. As reported, the perfix plug was sutured in 4 places using a non bard/davol prolene suture. On (B)(6) 2013 - the patient developed an infection on his right groin incision site and was prescribed oral antibiotics. The contact reports that since implant the patient has experienced multiple health concerns including, nerve pain and numbness which he believes is nerve damage, alleges his bladder has stopped working and that he has an elevated white blood cell count. The contact reports the patient is in constant pain in his thighs and prostate and that due to the pain cannot engage in sexual activity. As reported the pain in his right groin has limited his quality of life. As reported the patient has seen multiple physicians regarding the chronic pain and they have not found a cause. As reported the patient just ¿lives with the pain and discomfort¿ and is not seeking any medical treatment at this time.

Manufacturer narrative:
This is an addendum to document the lot number of the bard mesh has been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.